Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a transmitter that unpaired itself. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with (B)(4) bluetooth device: passed. The share log had no data to investigate. The bin file could not confirm the complaint. The probable cause could not be determined via product.